Manufacturer narrative:
H2: correction - additional internal analysis was completed outside of the software analysis. Technical services found that the issue could be replicated with both media I/o 3.16 and media I/o 3.17 with overrides file updates. On the system, the exam loaded with correct coloring, but looked washed out and the 3d model was a skull. Adjusting the brightness and contrast was able to clear up the image a little, but it was still of poor quality. Previously submitted codes are still applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9 60-152, serial/lot #: (B)(4). The patient exam was returned and the image and archives were analyzed. It was confirmed that there was a software anomaly when importing the exam. This is tracked in the medtronic databases. Codes 10, 104 and 4307 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the while setting up for a case to report that the patient exam was loaded with the black and white colors reversed, and the 3d model showed as a block. They tried adjusting the overrides file for the exam loading, but that did not resolve the issue. The override changes were confirmed to be correct.